Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of the tip of the basket protruded 1 to 2 mm from the outer catheter. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the side car-rx was pushed back. A dimensional inspection confirmed that the exposed metal was out of specifications. The reported event was confirmed. Based on all available information, it may be related to user manipulation and/or some technique applied during procedure affected the side car rx as well pushing it back. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic biliary stone removal procedure on (B)(6) 2023. During the procedure, the tip of the basket was visible while crossing through the scope. The metal part of the tip had protruded 1 to 2 mm from the outer catheter and had not totally retracted. According to the physician's comments it is uncertain why the outer catheter contracted from friction as it passed through the scope or whether it moved toward the handle as the basket was opened and closed. With a misaligned tip, inserting into the scope is difficult. The procedure was completed with the same device. There were no patient complications a result of this event.

Manufacturer narrative:
Imdrf device code a0406 captures the reportable event of the tip of the basket protruded 1 to 2 mm from the outer catheter

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic biliary stone removal procedure on (B)(6) 2023. During the procedure, the tip of the basket was visible while crossing through the scope. The metal part of the tip had protruded 1 to 2 mm from the outer catheter and had not totally retracted. According to the physician's comments it is uncertain why the outer catheter contracted from friction as it passed through the scope or whether it moved toward the handle as the basket was opened and closed. With a misaligned tip, inserting into the scope is difficult. The procedure was completed with the same device. There were no patient complications a result of this event.